Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump belt clip was sliding off the insulin pump and not securely latching. The customer stated the hinge part broke. She stated she was sitting when it came off. Her blood glucose was 40 mg/dl. Nothing further was reported.